Event description:
On september 24, 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter powered off during use. This complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The patient advised the csr that on (B)(6) 2018 around 12 am, he was unable to obtain a blood glucose reading because his verio iq meter would ¿go blank after applying the blood sample¿. The patient stated that he manages his diabetes with a combination of insulin (unspecified dosage) and oral medication (metformin and glipizide) and explained that he followed his normal diabetes management routine in response to the alleged product issue. The patient advised the csr that he experienced symptoms of ¿almost passed out and cold sweating¿ approximately 48 hours after the product issue. He explained that he self-treated his symptoms with a ¿glass of coke¿ to increase his blood sugar level. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. Also based on the information provided, the meter¿s battery did not need to be recharged. The csr provided education on the meter¿s behaviour and auto-shutoff, but the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after he was unable to obtain a blood glucose reading because of the alleged power issue.